Manufacturer narrative:
Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin irritation could not be determined. The exposed portion of the soft cannula was observed to be stretched. Fluid was still able to flow through the entire fluid path. The fluid path was tested for leaks. No leaks were found. It is unknown how or when this damage occurred. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 380 mg/dl. The insertion site (abdomen) was reportedly hard and irritated after wearing the pod for between 37 and 48 hours.